Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient arrived to clinic with fatigue and a low heart rate. Investigation found that the patient's right atrial leadless pacemaker (lp) was failing to sense and capture. An x-ray showed lp had dislodged to the pulmonary artery. Lp was explanted and replaced. Patient status was unknown.